Manufacturer narrative:
The device was returned to zoll medical corporation without the event wye patient circuit. The reported malfunction could not be duplicated. The device was put through extensive testing, which included bench handling, hi-pot testing, and stress testing, without duplicating the reported malfunction. Visual evaluation found no issues with the unit. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.